Manufacturer narrative:
Age at time of event: 18 years above. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.

Event description:
It was reported that catheter was detached. The target location was located in the superficial femoral artery. A renegade¿ hi-flo¿ fathom¿ system was selected for use. During the procedure, the catheter was flushed in the snail. When the device was removed from the snail, it was noted that the catheter was torn. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable.